Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) year old male pt was treated while at home. The lifevest delivered an inappropriate treatment at 10:37:00 during atrial fibrillation with a rapid ventricular response (156 bpm). The rapid atrial fibrillation and motion artifact contributed to the false detection. The response buttons were not used during the event. The pt went to the hospital for further evaluation and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor: 12/01/2013 - initial use, electrode belt: 12/01/2013 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www/accessdata.FDA.gov/cdrh_docs?pdf/p010030b.pdf.